Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission noise reversion was noted on the right ventricular lead. Pacing inhibition was discovered. The patient was an asymptomatic. The lead was capped and replaced. The patient is doing well.